Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot #unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (sn: (B)(6) ) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #unknown) . H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Functionally, the clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 test fixture. A reload was attached to the device and was able to clamp and articulate without any issues. A review of the system logs showed that there was an error for the system queue being full. It was reported that the "please check opening/closing" display did not appear and was unable to perform clamp test. The reported issues were confirmed. The most likely cause was software issue. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior resection, before rectal resection, after loading the reload to the handle, the "please check opening/closing" display did not appear. Usage was discontinued. Because the green button did not illuminate, the surgeon did not try such an operation. To resolve the issue, another shell, handle and adapter were used. There was no patient injury. Medtronic's evaluation of the device found that there a software restrictions on the capacity of the queue; the system queue was full.